Event description:
It was reported that intermittently, a minimum fill notification occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was using cold insulin and did not complete the air removal step. As the caller is not currently experiencing the issue, no further actions were required at this time.